Event description:
A call to technical services was made on (B)(6) 2014 stating that there was an off label use of this lead during a lead revision. There is no further information provided. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).